Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
After inserting the vitrectomy cutter it does not cut however it does aspirate.